Manufacturer narrative:
Device evaluated by MFR? Device evaluation is not necessary as the allergic reaction is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that a clinical study patient is experiencing "allergic reaction, unknown cause, hives on right side of neck" there was no treatment changed, only medication added. No relationship to the vns or vns surgery as been reported to date. System diagnostics was conducted at the most recent visit prior to adverse event onset and no anomalies were reported. No additional relevant information has been received to date.

Event description:
Information was received that the previously reported allergic reaction (hives on the right side of the neck) is now not related to the vns. Treatment was not changed. Medication was added and the patient has recovered. No additional relevant information has been received to date.